Event description:
It was reported via e-mail that the customer was recovering from low blood glucose. The customer stated that she did not eat for the last couple of hours and the insulin pump was given too much insulin. The customer would see her doctor and to confirm if her settings are correct. Attempted to contact the customer twice to get more information, but she did not respond and left a voice mail to call us back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.